Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stimulation. The patient wanted to meet with a manufacturing representative to put programs in her new programmer. The patient also reported that her symptoms returned. The patient tried using the patient programmer and got poor communication with and without the antenna. Additional information from the patient reported they called the healthcare professional (hcp) in early (B)(6). The hcp gave the patient the manufacturer representative¿s (rep) phone number. The patient stated that after (B)(6) 2016 call to the manufacturer, the rep called the patient met the rep at the hcp office on (B)(6) 2016. The patient noted the unit needed to be replaced. The patient stated the circumstances that led to the return of symptoms were they noticed more ¿accidents¿ than usual and the programmer would not find the implant device. The patient stated the steps taken to resolve the return of symptoms they called the manufacturer and got a new programmer sent. The patient stated the new program still could not find stimulator, and the patient noted we all decided a new stimulation was needed. The patient noted they had an operation on (B)(6) 2016, new unit was implanted and they were much better. The patient noted they were disappointed they needed another operation to replace unit in less than 3 years. The patient noted the symptoms actually started in the beginning of (B)(6) 2016, 2 years 10 months. The patient added they love the quality of life the until had provided them.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.